Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: yamakawa, y., haruki, n., ochi, n. Et al. Short-term outcomes of robotic tumor-specific mesorectal resection of rectal cancer: surgical techniques in mesorectal division using rolling division of the mesorectum. Surg endosc 38, 3478¿3485 (2024). Https://doi.org/10.1007/s00464-024-10878-9. Section a: patient information - no specific patient demographics were provided for the patients that had complications. The mean age of the patients was 71 years, the majority of the patients were males. Section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article that described a retrospective study between may 2019 to december 2023, where 198 patients underwent robot-assisted tumor-specific mesorectal excision (tsme) at a single institution were included. The aim of the study was to evaluate the surgical techniques for robot-assisted laparoscopic anterior resection, specifically focusing on mesorectal division using rolling division of the mesorectum, and short-term outcomes. The intraoperative median blood loss for these procedures was 3 (range 0¿20) ml with no patients required blood transfusion. None of the cases were converted to an open or laparoscopic procedure, and no intraoperative complications occurred. 14 patients experienced post-operative complications, which included two patients experienced anastomotic leakage that was classified as clavien-dindo grade iii and developed high fever, abdominal pain, fecal material drainage and leukocytosis that required surgical intervention such as diverting stoma. Other post-operative complications mentioned included small bowel obstructions in 6 cases, urinary infection in 6 cases, wound infections or abdominal abscesses in 2 cases. There was no surgical mortalities from these surgeries. The author article was contacted and confirmed that there were no da vinci device malfunctioned in any of the procedures nor did the complications caused by the da vinci devices.